Event description:
The customer reported that there was a "pads/paddles off" message when the pads/paddles are connected.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.